Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a training session an ilet device powered off and the screen went black, after which the trainer deployed a backup ilet and requested a replacement for a separate unit with a cracked screen. Symptoms included no clinical effects, no hypoglycemia, and no hyperglycemia. Outcomes included continued therapy using a backup device without medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of the returned device revealed a device shutdown consistent with a power or display failure and a separate device with a damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction for the shutdown unit and physical damage for the cracked-screen unit.